Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump emitted call service alarm. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 4/10/2017 with the following findings: the black box and alarm history showed no unusual alarms. The pump powered on with auditory and vibration alerts but the keypad was unresponsive. The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run the 24 hour basal program and moisture damage due to an unresponsive keypad. The pump¿s cover was removed and there was evidence of moisture ingress founds to the power printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.